Event description:
It was reported that the replacement renasys touch indicated maintenance, but at the same time, error 4006 and therefore it did not work. The issue was solved with a competitor's device.

Manufacturer narrative:
H3, h6: the device, used in treatment, has been returned and evaluated. A visual inspection reported no defects. The functional evaluation confirmed the device displayed the 4006 message on start, establishing a relationship with the event reported. The root cause has been identified as a depleted coin cell battery. The device will not function in this error state. The renasys device has two batteries, when the main battery is discharged the coin cell depletes resulting in the 4006 message being displayed. The reported maintenance notification is to alert the user, the device is due its annual maintenance, this does not affect the function and use. Medical review concluded: the issue was resolved when the device was removed from the patient and replaced with a competitor¿s device. Since the reported issue has been resolved and there was no harm alleged to this patient, no further clinical/medical, assessment is warranted at this time. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.